Event description:
The physician reports that preoperatively, the pt had lasik surgery in both eyes in 2004, followed by monovision lasik enhancement surgery on the right eye in 2007. In 2010, the pt underwent cataract surgery with implantation of the crystalens in the right eye. Approximately one week postoperatively the pt presented with a myopic refractive error, which was thought to be attributed to the pt's prior lasik surgeries. To correct the residual refractive error is planned prk.

Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue. The damaged lens was returned to b and l and subjected to visual inspection. Evaluation results revealed a tear throughout the leading haptic and continuing through the optic. The condition of the lens is consistent with lenses that have been explanted from the eye. (B)(4).